Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage / entire cool could not be located in the patient's left fallopian tube"), abdominal pain lower ("severe lower abdominal pain"), genital injury ("left fallopian tube shredded to pieces during its removal"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage 01)") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 27-year-old female patient who had essure (batch no. 846834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "advised that one of the coils was inserted crooked" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (live births on ((B)(6) 2001, (B)(6) 2004 and (B)(6) 2011)), bacterial infection (bacterial infections while carrying both daughters), dehydration and hashimoto's thyroiditis. Being a social drinker, denied tobacco. Previously administered products included for an unreported indication: birth control pills from 2005 to 14-sep-2011 and depo-provera. Concurrent conditions included obesity and rash. Family history included benign essential hypertension (paternal grandmother¿s , maternal), diabetes mellitus (maternal history), thyroid disorder and cervical cancer (maternal aunts). Concomitant products included metronidazole (flagyl) since (B)(6) 2012 and quetiapine (seroquel) from 20-nov-2012 to 22-jan-2013. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), the first episode of migraine ("migraines / headaches"), weight increased ("weight gain"), alopecia ("hair loss / hair loss") and the second episode of migraine ("migraines / headaches"). On(B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("prolonged menses / abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) (urinary and vaginitis)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) (urinary and vaginitis)") and cystitis ("infection (bladder/ urinary tract/vaginal) (urinary and vaginitis)"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), complication of device removal ("complication from essure removal procedure (advised that one of the coils was inserted crooked, and removal of that coil lasted 2 hours. Due to the difficulty removing the coil from the left fallopian tube, a decision was made to proceed with a salp") and endometriosis ("other injury(ies) or complication (stage 1 endometriosis)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), vaginal discharge ("irregular vaginal discharge"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/ worsened by essure") and vision blurred ("vision/eye problems, type: blurry vision"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (operative laparoscopy and removal of essure tubal ligation coils and left salpingectomy), surgery (operative laparoscopy and removal of essure tubal ligation coils and left salpingectomy) and surgery (operative laparoscopy and removal of essure tubal ligation coils and left salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, genital injury, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, complication of device removal, vaginal haemorrhage, vaginal infection, endometriosis, pelvic pain, urinary tract infection, weight increased, cystitis and the last episode of migraine outcome was unknown, the abdominal pain lower, dysmenorrhoea, menstrual disorder, vaginal discharge, menorrhagia, dyspareunia and alopecia had resolved and the vision blurred had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, complication of device removal, cystitis, device breakage, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, genital injury, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: on (B)(6) 2012, plaintiff sought medical treatment regarding the symptoms. Removing of the essure coils required removal of plaintiff left fallopian tube. Because of the requirement to undergo a unilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms had resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: fallopian tubes were bilaterally occluded on (B)(6) 2011-pregnancy test qual: negative (B)(6) 2012: hysterosapingogram: no sign of free spill of contrast into the pelvis in this patient that was status post essure. (B)(6) 2013: urine pregnancy : negative. Unknown date: gross description: received in formalin is an 8.0 x 0.5 cm pink-purple fimbriated fallopian tube. It is grossly unremarkable. (B)(6) 2013: surgical pathological report: essure coils: gross description: container labeled essure explants bilateral. Received in formalin are two silver color stretched out spring-like surgical implants that measure 2.0 and 2.5 cm ln length and each has a diameter of 0.3 cm, the specimen is submitted for gross examination only (B)(6) 2017: hysterosalpingography: impression: 1. There is no visible essure device overlying the right pelvis on the scout survey 2. The hysterosalpingogram demonstrates a satisfactory appearance of the endometrial cavity 3. The left fallopian tube is absent. 4 there is no filling of the right fallopian tube, findings consistent with obstruction. (B)(6) 2012, test: hysterosalpingogram, result: no sign of free spill of contrast into the pelvis in this patient that is status post essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, headache, abortion spontaneous, endometriosis , complication of device removal, device breakage . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-oct-2018: pfs received. Event vision/eye problems, type: blurry vision outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage / entire cool could not be located in the patient's left fallopian tube"), abdominal pain lower ("severe lower abdominal pain"), genital injury ("left fallopian tube shredded to pieces during its removal"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage 01)") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 27-year-old female patient who had essure (batch no. 846834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "advised that one of the coils was inserted crooked" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (live births on ((B)(6) 2001, (B)(6) 2004 and (B)(6) 2011)), bacterial infection (bacterial infections while carrying both daughters), dehydration and hashimoto's thyroiditis. Being a social drinker, denied tobacco. Previously administered products included for an unreported indication: birth control pills from 2005 to 14-sep-2011 and depo-provera. Concurrent conditions included obesity and rash. Family history included benign essential hypertension (paternal grandmother¿s , maternal), diabetes mellitus (maternal history), thyroid disorder and cervical cancer (maternal aunts). Concomitant products included metronidazole (flagyl) since (B)(6) 2012 and quetiapine (seroquel) from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), the first episode of migraine ("migraines / headaches"), weight increased ("weight gain"), alopecia ("hair loss / hair loss") and the second episode of migraine ("migraines / headaches"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("prolonged menses / abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) (urinary and vaginitis)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) (urinary and vaginitis)") and cystitis ("infection (bladder/ urinary tract/vaginal) (urinary and vaginitis)"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), complication of device removal ("complication from essure removal procedure (advised that one of the coils was inserted crooked, and removal of that coil lasted 2 hours. Due to the difficulty removing the coil from the left fallopian tube, a decision was made to proceed with a salp") and endometriosis ("other injury(ies) or complication (stage 1 endometriosis)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), vaginal discharge ("irregular vaginal discharge"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/ worsened by essure") and vision blurred ("vision/eye problems, type: blurry vision"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (operative laparoscopy and removal of essure tubal ligation coils and left salpingectomy), surgery (operative laparoscopy and removal of essure tubal ligation coils and left salpingectomy) and surgery (operative laparoscopy and removal of essure tubal ligation coils and left salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, genital injury, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, complication of device removal, vaginal haemorrhage, vaginal infection, endometriosis, pelvic pain, urinary tract infection, weight increased, cystitis, the last episode of migraine and vision blurred outcome was unknown and the abdominal pain lower, dysmenorrhoea, menstrual disorder, vaginal discharge, menorrhagia, dyspareunia and alopecia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, complication of device removal, cystitis, device breakage, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, genital injury, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: on (B)(6) 2012, plaintiff sought medical treatment regarding the symptoms. Removing of the essure coils required removal of plaintiff left fallopian tube. Because of the requirement to undergo a unilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms had resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: fallopian tubes were bilaterally occluded on (B)(6) 2011-pregnancy test qual: negative. (B)(6) 2012: hysterosapingogram: no sign of free spill of contrast into the pelvis in this patient that was status post essure. (B)(6) 2013: urine pregnancy : negative. Unknown date: gross description: received in formalin is an 8.0 x 0.5 cm pink-purple fimbriated fallopian tube. It is grossly unremarkable. (B)(6) 2013: surgical pathological report: essure coils: gross description: container labeled essure explants bilateral. Received in formalin are two silver color stretched out spring-like surgical implants that measure 2.0 and 2.5 cm ln length and each has a diameter of 0.3 cm, the specimen is submitted for gross examination only. (B)(6) 2017: hysterosalpingography: impression: there is no visible essure device overlying the right pelvis on the scout survey the hysterosalpingogram demonstrates a satisfactory appearance of the endometrial cavity the left fallopian tube is absent. There is no filling of the right fallopian tube, findings consistent with obstruction. (B)(6) 2012, test: hysterosalpingogram, result: no sign of free spill of contrast into the pelvis in this patient that is status post essure concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, headache, abortion spontaneous, endometriosis , complication of device removal, device breakage . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage / entire cool could not be located in the patient's left fallopian tube"), abdominal pain lower ("severe lower abdominal pain"), genital injury ("left fallopian tube shredded to pieces during its removal"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage 01)") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 27-year-old female patient who had essure (batch no. 846834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "advised that one of the coils was inserted crooked" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (live births on ((B)(6) 2001, (B)(6) 2004 and (B)(6) 2011)), bacterial infection (bacterial infections while carrying both daughters), dehydration and hashimoto's thyroiditis. Being a social drinker, denied tobacco. Previously administered products included for an unreported indication: birth control pills from 2005 to (B)(6) 2011 and depo-provera. Concurrent conditions included obesity and rash. Family history included benign essential hypertension (paternal grandmother¿s , maternal), diabetes mellitus (maternal history), thyroid disorder and cervical cancer (maternal aunts). Concomitant products included metronidazole (flagyl) since (B)(6) 2012 and quetiapine (seroquel) from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), the first episode of migraine ("migraines / headaches"), weight increased ("weight gain"), alopecia ("hair loss / hair loss") and the second episode of migraine ("migraines / headaches"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("prolonged menses / abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) (urinary and vaginitis)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) (urinary and vaginitis)") and cystitis ("infection (bladder/ urinary tract/vaginal) (urinary and vaginitis)"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), complication of device removal ("complication from essure removal procedure (advised that one of the coils was inserted crooked, and removal of that coil lasted 2 hours. Due to the difficulty removing the coil from the left fallopian tube, a decision was made to proceed with a salp") and endometriosis ("other injury(ies) or complication (stage 1 endometriosis)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), vaginal discharge ("irregular vaginal discharge"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/ worsened by essure") and vision blurred ("vision/eye problems, type: blurry vision"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (operative laparoscopy and removal of essure tubal ligation coils and left salpingectomy), surgery (operative laparoscopy and removal of essure tubal ligation coils and left salpingectomy) and surgery (operative laparoscopy and removal of essure tubal ligation coils and left salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, genital injury, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, complication of device removal, vaginal haemorrhage, vaginal infection, endometriosis, pelvic pain, urinary tract infection, weight increased, cystitis, the last episode of migraine and vision blurred outcome was unknown and the abdominal pain lower, dysmenorrhoea, menstrual disorder, vaginal discharge, menorrhagia, dyspareunia and alopecia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, complication of device removal, cystitis, device breakage, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, genital injury, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: on 20-nov-2012, plaintiff sought medical treatment regarding the symptoms. Removing of the essure coils required removal of plaintiff left fallopian tube. Because of the requirement to undergo a unilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms had resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: fallopian tubes were bilaterally occluded on (B)(6) 2011-pregnancy test qual: negative. (B)(6) 2012: hysterosapingogram: no sign of free spill of contrast into the pelvis in this patient that was status post essure. (B)(6) 2013: urine pregnancy : negative. Unknown date: gross description: received in formalin is an 8.0 x 0.5 cm pink-purple fimbriated fallopian tube. It is grossly unremarkable. (B)(6) 2013: surgical pathological report: essure coils: gross description: container labeled essure explants bilateral. Received in formalin are two silver color stretched out spring-like surgical implants that measure 2.0 and 2.5 cm ln length and each has a diameter of 0.3 cm, the specimen is submitted for gross examination only (B)(6) 2017: hysterosalpingography: impression: 1. There is no visible essure device overlying the right pelvis on the scout survey 2. The hysterosalpingogram demonstrates a satisfactory appearance of the endometrial cavity 3. The left fallopian tube is absent. 4 there is no filling of the right fallopian tube, findings consistent with obstruction. (B)(6) 2012, test: hysterosalpingogram, result: no sign of free spill of contrast into the pelvis in this patient that is status post essure concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, headache, abortion spontaneous, endometriosis , complication of device removal, device breakage . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage / entire cool could not be located in the patient's left fallopian tube"), abdominal pain lower ("severe lower abdominal pain"), genital injury ("left fallopian tube shredded to pieces during its removal"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage 01)") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a (B)(6) year-old female patient who had essure (batch no. 846834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "advised that one of the coils was inserted crooked" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (live births on ((B)(6) 2001, (B)(6) 2004 and (B)(6) 2011)), bacterial infection (bacterial infections while carrying both daughters), dehydration and hashimoto's thyroiditis. Being a social drinker, denied tobacco. Previously administered products included for an unreported indication: birth control pills from 2005 to (B)(6) 2011. Concurrent conditions included obesity and rash. Family history included benign essential hypertension (paternal grandmother¿s , maternal), diabetes mellitus (maternal history), thyroid disorder and cervical cancer (maternal aunts). Concomitant products included metronidazole (flagyl) since (B)(6) 2012 and quetiapine (seroquel) from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), headache ("migraines / headaches"), weight increased ("weight gain"), visual impairment ("vision/eye problems"), alopecia ("hair loss / hair loss") and migraine ("migraines / headaches"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("prolonged menses / abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) (urinary and vaginitis)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) (urinary and vaginitis)") and cystitis ("infection (bladder/ urinary tract/vaginal) (urinary and vaginitis)"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), complication of device removal ("complication from essure removal procedure (advised that one of the coils was inserted crooked, and removal of that coil lasted 2 hours. Due to the difficulty removing the coil from the left fallopian tube, a decision was made to proceed with a salpingectomy of the left fallopian tube") and endometriosis ("other injury(ies) or complication (stage 1 endometriosis)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), vaginal discharge ("irregular vaginal discharge"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and pelvic pain ("pain/ worsened by essure"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (operative laparoscopy and removal of essure tubal ligation coils and left salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, genital injury, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, complication of device removal, vaginal haemorrhage, vaginal infection, endometriosis, pelvic pain, headache, urinary tract infection, weight increased, visual impairment, cystitis and migraine outcome was unknown and the abdominal pain lower, dysmenorrhoea, menstrual disorder, vaginal discharge, menorrhagia, dyspareunia and alopecia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, complication of device removal, cystitis, device breakage, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, genital injury, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: on (B)(6) 2012, plaintiff sought medical treatment regarding the symptoms. Removing of the essure coils required removal of plaintiff left fallopian tube. Because of the requirement to undergo a unilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms had resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: fallopian tubes were bilaterally occluded on (B)(6) 2011-pregnancy test qual: negative. (B)(6) 2012: hysterosapingogram: no sign of free spill of contrast into the pelvis in this patient that was status post essure. (B)(6) 2013: urine pregnancy : negative unknown date: gross description: received in formalin is an 8.0 x 0.5 cm pink-purple fimbriated fallopian tube. It is grossly unremarkable. (B)(6) 2013: surgical pathological report: essure coils: gross description: container labeled essure explants bilateral. Received in formalin are two silver color stretched out spring-like surgical implants that measure 2.0 and 2.5 cm ln length and each has a diameter of 0.3 cm, the specimen is submitted for gross examination only (B)(6) 2017: hysterosalpingography: impression: there is no visible essure device overlying the right pelvis on the scout survey . The hysterosalpingogram demonstrates a satisfactory appearance of the endometrial cavity . The left fallopian tube is absent. There is no filling of the right fallopian tube, findings consistent with obstruction. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, headache, abortion spontaneous, endometriosis , complication of device removal, device breakage. Most recent follow-up information incorporated above includes: on 12-feb-2018: plantiff fact sheet & medical record received. Events "abnormal ,vaginal bleeding menorrhagia, bladder, urinary infection , vaginitis, migraines / headaches, pregnancy,miscarriage, device ineffective, device breakage, weight gain, endometriosis, eye problems, pelvic pain, complication from essure removal, left fallopian tube shredded" are added. Lot number added. Lab data updated. Historical condition and drug are added. Concomitant condition and drug are added. Product , patient, and reporter information updated.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), dyspareunia ("painful intercourse"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (unilateral salpingectomy with bilateral essure removal). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, dysmenorrhoea, menstrual disorder, menorrhagia, dyspareunia, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2012, plaintiff sought medical treatment regarding the symptoms. Removing of the essure coils required removal of plaintiff left fallopian tube. Because of the requirement to undergo a unilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms had resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: fallopian tubes were bilaterally occluded. Company causality comment incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.